Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant glucose results from 2 accu-chek inform ii meters. At 08:15 pm the glucose result was 319 mg/dl from the meter with serial number (B)(4). The patient questioned the result. At 08:22 pm the glucose result was 114 mg/dl from the meter with serial number (B)(4). At 08:28 pm the glucose result was 117 mg/dl. The meter serial number was asked for but not known. There was no allegation of an adverse. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.